Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. The patient had been receiving the replace generator notification message. Surgery may take place at a later date to address the issue.

Manufacturer narrative:
The event of ipg eol was reported to abbott. An error message displaying ¿replace generator. The generator has reached the end of its service¿ when patient was trying to connect to the ipg. Surgery has not been scheduled yet. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 where in the pateint's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
The report that the device was revised due to ¿replace generator soon¿ image was confirmed. Analysis and longevity of the returned device found it declared eri, eol, and had normal battery depletion.